Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 could not be closed because of broken rear hard stop. A field service engineer (fse) removed the rear panel found the hasp loose and resecured the hasp with the nuts. Then the customer was able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and was unable to close, as it was not closing physically at all, despite attempts to clear any obstruction, and none were found. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.